Manufacturer narrative:
(B)(4). This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after the initial implant, this right ventricular (rv) lead exhibited poor sensing amplitude. Fluoroscopy was performed and helix retraction was observed. Additional intervention was performed to reposition the lead. All measurements after the intervention were stable and within range. This rv lead remains in service. No additional adverse patient effects were reported.